Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4)) on 15-sep-2017. The most recent information was received on 03-apr-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('immediately after the device w as fitted I w as experiencing pains in my abdomen/ horrendous pain'), genital haemorrhage ('bleeding') and abdominal pain upper ('every month was left crying unable to walk to to severe cramping in stomach') in a female patient who had essure (batch no. He01138) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required), 1 day after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain upper (seriousness criterion medically significant), muscle spasms ("horrendous spasms in her back"), mood swings ("severe mood swings"), dyspareunia ("almost unbearable pain during sex") and migraine ("migraines"). The patient was treated with surgery (fallopian tubes removed). Essure was removed. At the time of the report, the abdominal pain, genital haemorrhage, abdominal pain upper, muscle spasms, mood swings, dyspareunia and migraine outcome was unknown. The reporter provided no causality assessment for abdominal pain, abdominal pain upper, dyspareunia, genital haemorrhage, migraine, mood swings and muscle spasms with essure. The reporter commented: due to pain and cramping on her stomach, she was unable to walk correctly. She also stated that she had never suffered from migraines before. The date (B)(6) 2016 was reported as onset date of adverse event (unspecified). Most recent follow-up information incorporated above includes: on 3-apr-2020: essure lot number he01138 provided. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4)) on 15-sep-2017. The most recent information was received on 03-apr-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('immediately after the device w as fitted I w as experiencing pains in my abdomen/ horrendous pain') in a female patient who had essure (batch no. He01138) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required), 1 day after insertion of essure. On an unknown date, the patient experienced dyspareunia ("almost unbearable pain during sex"), genital haemorrhage ("bleeding"), abdominal pain upper ("every month was left crying unable to walk to severe cramping in stomach"), migraine ("migraines"), muscle spasms ("horrendous spasms in her back") and mood swings ("severe mood swings"). The patient was treated with surgery (fallopian tubes removed). Essure was removed. At the time of the report, the abdominal pain, dyspareunia, genital haemorrhage, abdominal pain upper, migraine, muscle spasms and mood swings outcome was unknown. The reporter provided no causality assessment for abdominal pain, abdominal pain upper, dyspareunia, genital haemorrhage, migraine, mood swings and muscle spasms with essure. The reporter commented: due to pain and cramping on her stomach, she was unable to walk correctly. She also stated that she had never suffered from migraines before. The date (B)(6)2016 was reported as onset date of adverse event (unspecified). Amendment: the report was amended for the following reason: after internal review, the company causality comment was amended, patient and device codes added. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4)) on 15-sep-2017. The most recent information was received on 22-apr-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('immediately after the device w as fitted I w as experiencing pains in my abdomen/ horrendous pain') in a female patient who had essure (batch no. He01138) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required), 1 day after insertion of essure. On an unknown date, the patient experienced dyspareunia ("almost unbearable pain during sex"), genital haemorrhage ("bleeding"), abdominal pain upper ("every month was left crying unable to walk to to severe cramping in stomach"), migraine ("migraines"), muscle spasms ("horrendous spasms in her back") and mood swings ("severe mood swings"). The patient was treated with surgery (fallopian tubes removed). Essure was removed. At the time of the report, the abdominal pain, dyspareunia, genital haemorrhage, abdominal pain upper, migraine, muscle spasms and mood swings outcome was unknown. The reporter provided no causality assessment for abdominal pain, abdominal pain upper, dyspareunia, genital haemorrhage, migraine, mood swings and muscle spasms with essure. The reporter commented: due to pain and cramping on her stomach, she was unable to walk correctly. She also stated that she had never suffered from migraines before. The date (B)(6) 2016 was reported as onset date of adverse event (unspecified). Quality-safety evaluation of ptc: the ptc investigation was conducted and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 22-apr-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 15-sep-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("immediately after the device was fitted I was experiencing pains in my abdomen/ horrendous pain"), genital haemorrhage ("bleeding") and abdominal pain upper ("every month was left crying unable to walk to to severe cramping in stomach") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain upper (seriousness criterion medically significant), muscle spasms ("horrendous spasms in her back"), mood swings ("severe mood swings"), dyspareunia ("almost unbearable pain during sex") and migraine ("migraines"). On an unknown date, 1 day after insertion of essure, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain upper (seriousness criterion medically significant), muscle spasms ("horrendous spasms in her back"), mood swings ("severe mood swings"), dyspareunia ("almost unbearable pain during sex") and migraine ("migraines"). The patient was treated with surgery (fallopian tubes removed). Essure was removed. At the time of the report, the abdominal pain, genital haemorrhage, abdominal pain upper, muscle spasms, mood swings, dyspareunia and migraine outcome was unknown. The reporter provided no causality assessment for abdominal pain, abdominal pain upper, dyspareunia, genital haemorrhage, migraine, mood swings and muscle spasms with essure. The reporter commented: due to pain and cramping on her stomach, she was unable to walk correctly. She also stated that she had never suffered from migraines before. The date (B)(6) 2016 was reported as onset date of adverse event (unspecified). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 19-sep-2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 1.270 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.